Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user noted that when dispensing hydromorphone, another drawer opened as well, it had fentanyl prior. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers were opened simultaneously. The field service engineer (fse) found issue was related to the mini drawer hardware. Fse replaced the mini drawer controller board and the mini drawer engine for drawer 1.13. After replacement, the hardware test application (hta) was run, and the test passed successfully, confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.